Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pump was exercised and no loss of prime warnings could be duplicated.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.